Manufacturer narrative:
The product has not been returned for evaluation, therefore no results are available. The age of the instrument is 16 years old and could be related to stress and fatigue of use.

Event description:
Allegedly, during a minimal invasive cholecystectomy procedure, a screw on the forceps was found missing. Surgeon was notified of this. Per the or nurse no harm caused to the patient after surgery.